Event description:
Device returned to manufacturer with report of "increased spasticity, negative roller study, no response to bolus, technesium scan was negative with intact catheter and ap/lat films showed no disconnection of the catheter. Pt responded to it baclofen via lp. Pump appears to be not functioning." Follow up with hcp revealed patient had been experiencing symptoms of baclofen withdrawal including increased spasticity with drawing legs up in pain and crying in pain. Pt had increased dystonia and was not sleeping well. The pump was replaced and pt is doing fine with the new pump.